Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise episodes due to t-wave oversensing were observed. Reprogramming the device was recommended.